Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user was unable to login to the station, station displayed an error and confirmed that multiple users and stations were affected. A technical support specialist was unable to locate the user account with the provided user identifier and the closest match found was confirmed to be incorrect. The user was advised to contact hospital information technology (hit) to add the account to the pyxis group. The user confirmed being unable to log in throughout the previous night, but access was restored after reporting the issue to hit. The customer agreed to close the case. The system functioned as intended after hospital information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, station had login issue and displayed the error message unable to authenticate. There were no adverse events or injuries reported based on this event.